Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The lock has slight lateral movement, but when the clamp is locked and properly positioned, it would not have caused a slippage. Unrelated to the reported issue, the unit was received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was noted that the index knob and the lock will need new components added to replace worn internal parts. Unit was machined to have heli-coils added to the large starburst threads and general maintenance and cleaning was performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs team could not duplicate reported movement. Probable root cause is improper or suboptimal placement of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) moved and came to rest on the patient's nose. No patient injury or surgical delay has been reported.